Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported rash. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's doctor informed an insulet territory manager that a customer has been having issues with skin irritation and rashes. The customer's mother stated that she took the customer to the dermatologist and was prescribed lotion for the rashes.